Manufacturer narrative:
Patient weight is unavailable from the site. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to extract a right ventricular (rv) lead due to cardiac implantable electronic device (cied) system/pocket infection, a superior vena cava (svc) perforation occurred. The physician utilized a spectranetics 16fr glidelight laser sheath and a spectranetics lead locking device (lld) during the extraction. There was a sudden drop of the patient's blood pressure during the procedure and rescue efforts were implemented. They found a tear of the svc which was sutured by the cardiac surgeon and the rest of the leads were extracted. The patient survived the procedure, but has brain damage.